Event description:
Device 2 of 3. Reference MFR report #1627487-2014-08138 and 1627487-2014-08140.

Manufacturer narrative:
Sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.